Event description:
It was reported that multiple cartridges leaked insulin at the cartridge septum. There was no reported impact to the customer's blood glucose level. The customer performed a supply change to resolve the issue.